Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood around the helix. Testing was completed to assess lead electrical performance. Measurements were within normal limits. This lead failed the stylet insertion test which indicates a necked-down inner coil. A necked-down inner coil near the terminal pin was noted, indicating helix extension/retraction difficulty and over-torque. Such damage is considered a design issue.

Event description:
It was reported that this right atrial (ra) leads was unable to be placed successfully due placement difficulty, dislodgement, helix issues and low sensing amplitude. The helix was turned more than 40 turns in attempts to place the lead. Subsequently, a new lead was successfully placed. No adverse patient effects were reported.